Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge dropped from 75% to 5% while connected to a power source. In addition, the pump could not be charged despite the attempt of multiple usb cables and wall adapters. The customer's blood glucose level was 96 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery drop malfunction could not be evaluated due to damaged usb pins.